Event description:
Patient had cystoscopy, balloon dilation attempted, and balloon would not inflate. The balloon would not hold liquid. After multiple unsuccessful tries to inflate the balloon and dilate, the balloon dilator was removed, and a different option was used. Defective supply bagged and given to [redacted name].